Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) ground prong on plug is missing. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact information: (B)(6). Occupation - biomed. A getinge field service engineer (fse) found ground prong on plug is missing on the cardiosave intra-aortic balloon pump (iabp). Fse replaced ac power cord reel. All work was performed on maintenance. Cardiosave iabp services completed. Full pm, safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use. The failure analysis and testing dept. Received the ac power cord reel. Part was received with a reported failure of the ground prong broken. The fat performed a visual inspection and found the part to have the ground prong broken. Confirmed the failure but no root cause defined. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).